Event description:
It was reported that following a pump replacement the patient developed a pump pocket infection. No patient symptoms were reported. The pump was explanted. The report indicated that there was no patient injury; the patient recovered without sequela. The pump was used to deliver morphine (concentration and dosage were not reported).